Event description:
The hospital reported that during a coronary artery bypass procedureacrobat-I positioner nozzle was idling and they could not fix it. After several trials, it was not fixed in the same way, and finally a substitute was issued and the case was successfully completed. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10. Corrected section: h3- changed to "device not returned¿ h6- changed to "device not returned¿ there were ncmrs , rework, or deviations documented for the reported lot number. [Nmcr- 17005- viable airborne particulate for air location #10 at the beating heart manufacturing area (blade/xpose). Based on the DHR/lhr review results, it was determined that there is is no relation between the batch manufacturing process and the reported failure h3 other text : device not returned.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure acrobat-I positioner nozzle was idling and they could not fix it. After several trials, it was not fixed in the same way, and finally a substitute was issued and the case was successfully completed. The hospital did not report any patient effects.